Event description:
It was reported that the ventricular lead had high threshold since the day after implant. At the follow up visit, it was found that there were multiple ventricular high rate episodes that looked like noise. The lead was reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.